Event description:
It was reported during replacement procedure due to eri, a set screw anomaly was observed. There were difficulties in removing the lv lead from device. Several screwdrivers were used, and device was eventually explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported setscrew anomaly was confirmed and was due to silicone, septum material inside the lv ring set screw hex cavity that prevented full insertion of the torque driver.